Event description:
On (B)(6) 2012, the patient contacted animas, alleging a prime (load step malfunction) issue. The patient was reportedly was able to perform the rewind step on the pump, but during the load step, insulin dispensed out emptying the cartridge. The pump reportedly emitted a "no cartridge detected" alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 12/26/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing. During testing, the load cartridge step failed to detect the cartridge. Evaluation revealed that the solder connection at the force sensor pins was cracked.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. 2531779-03/24/2010-003-r h3.

Manufacturer narrative:
Follow-up #2 date of submission 04/10/2013: device evaluation- a reserved sample from the same cartridge lot number b201655 was tested and evaluated by product analysis on (B)(4) 2013 with the following findings: a visual inspection, a force test and a leak test of the cartridge were performed and no damage or defects were noted. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.